Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The product was implanted about to years ago. The customer could not adjust pressure valve. Although the customer tried to adjust in different way, adjustment did not work. The patient had already planned to remove the product, therefore, no injury for the patient. However, the customer would like to know the root cause.

Manufacturer narrative:
We received the valve in the returnkit, the valve was inserted in an unknown liquid. The progav2.0 valve was set to pressure range 10 cmh2o. The first step in our investigation is optical inspection. The visual inspection showed that the valve has scratches and a deformation through the scratches. To proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approximatly 20-30 cmh2o in the flow direction. The investigation showed that the progav2.0 valve was permeable. Our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. The measurement of the braking force is inside the tolerance. Based on our investigation results we cannot confirm that the valve was not adjustable. There is no failure detectable with this valve. No further actions are required.